Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments. The patient indicated that the alleged meter issue started on four days earlier. During the time of concern, the patient continued to take her usual medications. The patient her usual dose of 12 units lantus insulin and novolog insulin on a sliding-scale based on what she was eating. On an unspecified date after the meter issue began, the patient developed symptoms of feeling shaky and weak. The patient did not report receiving medical intervention from a health care provider and was not tested on another device. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.